Event description:
Patient presented to clinic after receiving an alert for pacing impedance out of range. Tests revealed a high lead imedance. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.